Event description:
The charger assembly that plugs into the cigarette lighter in patient's vehicle to operate the inogen one oxygen concentrator was completely melted at the end of the contact. Potential fire hazard. Biomed tested power supply with different lighter adapter using power supply unit in shop. Power supply unit worked fine and did not get hot after 2 hours of use. This may be a contact problem on the actual adapter that plugs into the cigarette lighter. The cigarette lighter was also inspected on the patient's vehicle and everything appeared normal...vehicle is a newer car....cigarette lighter was still functional..(incredibly, this did not blow a fuse in the vehicle)